Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03966. The pt's records indicate the pt underwent an scs ipg replacement procedure on (B)(6) 2010. At this time, it is unk whether the original or current ipg is related to this issue; therefore, both are being reported. It was reported the pt experienced heat at the scs ipg pocket site at all times which caused pain and darkened scar tissue at the pocket site. It was also reported that pt experienced charging issues with her scs ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.